Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal to treat the great saphenous vein (gsv). The IFU was followed. Local anaesthesia and hand compressions were performed. The physician was 5 cm away from the saphenofemoral junction junction (sfj) prior to treatment. The procedure was successfully completed resulting in vein closure. It was reported that a follow up ultrasound performed 48 hours after procedure showed a thrombus extension class 3 in the sfj. Patient had no symptoms. Anticoagulant therapy and zyralta was prescribed along follow up ultrasound in two weeks.

Manufacturer narrative:
Image review a single photograph of a sonographic image was provided. The sonographic image is from the area of the saphenofemoral junction and shows a thrombus extension of greater than 50% indicating that it is a level 3 extension. The event description mentions that the patient was placed on anticoagulant therapy and prescribe zyralta. If information is provided in the future, a supplemental report will be issued.